Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge error message on multiple occasions during the load process. Reportedly, customer is able to get the cartridge loaded after multiple attempts. Customer's blood glucose level was not impacted. It was indicated that the customer will continue to use the pump for insulin therapy.